Event description:
The customer's mother reported via phone call that the customer had a high blood glucose level of 500 mg/dl. The customer was possibly not receiving insulin. He was not feeling well to troubleshoot. He treated his high blood glucose level with syringes. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.